Event description:
On (B)(6), customer reports via phone to product monitoring that during a cysto ureteroscopy stent placement on a (B)(6) male pt, the system would not take fluoro or x-ray images. Staff had to reboot the system twice before the procedure could be completed without incident. No injuries to report.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.